Event description:
It was reported that the user experienced recurrent elevated blood glucose readings, including a ¿high¿ reading on the ilet, with a concurrent fingerstick not obtained due to a nonfunctioning glucometer; the user had recently completed an infusion set and supply change and believed the ilet was not correcting as expected. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention beyond customer support guidance. Investigation included troubleshooting and education over the phone, during which glucose was documented at 330 mg/dl and trending downward; the user reported multiple recent highs and stated their healthcare provider advised a full reset, which the user deferred until the following day. Investigation of this case revealed no confirmed device malfunction and no verified meter comparison at the time of the call, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.